Event description:
On (B)(6) 2012, it was reported the backup infusion device failed to pump insulin. Pt stated the backup pump failed to pump insulin and they became very sick. Pt reported experiencing elevated blood glucose levels, nausea, headaches, etc. Pt stated after the backup infusion device failed to pump insulin it was replaced. Pt reported whenever the infusion device failed to pump insulin it was replaced. Pt reported whenever the infusion device failed, pt experienced elevated blood glucose levels, nausea, headaches, etc. Pt reported currently being on a backup infusion device w/o another backup device. No product return was requested.